Event description:
It was reported that the wake button was "defective." No additional information was provided. In addition, it was reported that the battery would charge slowly and ultimately could not be charged. The customer's blood glucose level was 143 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.